Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates that the during the surgery the lead was repositioned.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's therapy was affected due to high impedance. Reprogramming was unable to address the issue. Lead migration was confirmed via x-ray. As such, surgical intervention took place on (B)(6) 2021 wherein the lead was revised to address the issue. Reportedly, therapy was restored post operatively.